Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire was confirmed and the cause appears to be use related. The product returned for evaluation was one 18ga introducer needle and one j-tip guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was broken and the coil wire was unraveled. The damage region extended from at the distal weld tip. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: ¿ material necking of the wire at the break which is a characteristic feature of a strong pull on the wire ¿ damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel an examination of the wire structure revealed no potential damage/defect related to manufacture of the product. The product IFU cautions ¿do not pull back standard guidewire over the needle bevel as this could sever the end of the guidedwire. The introducer needle must be removed first.¿ a lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that the guidewire "stocked" in the introducer needle. The procedure was finished by using another catheter. No patient injury reported. (B)(6) 2017 - the returned sample had a broken core wire.